Event description:
The lead was implanted on (B)(6)2005 and explanted on (B)(6)2012. High shock >125 ohms. The procedure took place at (B)(6)medical center. The physician was dr (B)(6). Lead fractured. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).